Manufacturer narrative:
Initial.

Event description:
It was reported that an insulin cartridge popped out of an ilet pump due to an incompletely tightened connector, resulting in a cartridge/connector leak while using a prefilled cartridge with a reported blood glucose of 400 mg/dl. The user changed only the connector and reused the same cartridge after troubleshooting and education were provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation of glucose without hospitalization. Investigation included customer communication and troubleshooting guidance. Investigation of this case revealed user setup error leading to an infusion set connection issue that compromised insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper connection of the cartridge and connector.